Event description:
It was reported that the pump triggered an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge, following tips provided by technical support to prevent altitude alarms, and the pump resumed normal operation.